Event description:
--

Manufacturer narrative:
The field representative later reported that this clinic checks their own patient's devices and was not aware of this issue nor the resolution.

Manufacturer narrative:
Resolution was requested from the field, however, nothing further has been provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that the lead and device were both explanted and will be returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator detected impedances >2000 ohms and loss of capture on this defibrillation lead. Sensing had decreased from 9 mv to 3.8 mv. There was no noise present. Technical services discussed possible causes and advised further follow up with the physician. No adverse patient effects were reported.